Manufacturer narrative:
(B)(4).

Event description:
It was reported that vns patient has an infection after a generator replacement surgery. The patient is treated with antibiotics and no explant is needed as it seems to work with the treatment. Follow up indicated that the infection occurred in the generator area only. The review of the manufacturing records confirmed the sterilization with method hp for the generator prior to the distribution.